Event description:
The facility reported a colleague infusion pump with a distorted screen. According to the facility, this event occurred upon power up in the central supply department. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a distorted screen was confirmed and reproduced by a baxter service technician. This condition was caused by a distorted main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.